Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2019 and a barbed suture was used. During the procedure, the needle was broken at the swage part during continuous suturing after 8 needle passes through the tissue. The suture was removed, and re-suturing was done using another package. The needle in question was retrieved, no broken needle tip was dropped, and no device was left in the patient¿s body. There were no adverse consequences to the patient. No additional information was provided.